Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle in the manufacturer's position. The sealant was exposed beyond the end of the inner cartridge and blood was observed on the distal end. Based on the information received and the investigation performed, the probable cause of the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1108001) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci clinical specialist that a patient underwent a diagnostic coronary catheterization procedure. The exact procedure date is unknown. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, used the device to close the femoral artery. It was reported that the physician shuttled down and when he retracted the sheath to expose the advancer tube, the advancer tube did not appear. The device was removed and the patient was converted to 20 minutes of manual compression. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.